Event description:
Pt called to desk c/o IV leaking. Upon inspection of clc 2x2 drsg. Found to be saturated, attempt sterile drsg. Change and noted cl to be suture to neck and hub of cl exposed. No IV cath noted. No edema or redness to neck at insertion site. Pt instructed to remain still. Call placed to nursing supervisor and surgical resident to observe & evaluate central line. Xray ordered & confirmed line tip in neck. Invasive cardiologist removed cannula under fluoroscopy in ICU.